Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had been changing their cartridge every two days and running out of insulin after two days. Contact reported customer blood glucose level was high but declined further troubleshooting. Tandem technical support reviewed data and customer had been changing out supplies every three days. Cds reported that the hcp is confident any blood glucose issues are due to customer not delivering boluses as necessary.